Manufacturer narrative:
H6 coding has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Event description:
Additional information was received from the patient (pt). Pt stated they got our letter but then their dog ate it. Patient had their implantable neurostimulator (ins) removed (B)(6) 2024 by the healthcare provider (hcp). Patient did not get the ins replaced. The hcp has the device and is unsure what the hcp did with it. Patient stated they believe the ins moved because they are bedridden and being on their back gradually moved the ins from it¿s original spot. Patient stated it caused pain. Patient has recovered from their surgery. Patient got the ins to help with them being bedridden, patient confirmed they were bedridden before getting the ins implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated their nerve stimulator had migrated and was bent "like a bent playing card". Patient said the device had started bending probably 6 years ago, but maybe 2 months ago the device shifted a large amount - over and up quite a bit. Patient said they need the device removed. The patient was redirected to their healthcare provider to further address the issue.